Manufacturer narrative:
A titan touch pump was returned for evaluation. Examination and testing of the returned pump revealed no functional abnormalities noted with the returned pump or inlet tubing with connector. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to connection failure are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, and because no functional abnormalities were observed with the returned components, no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, pump had detached from the cylinders.